Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose level was 123 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)